Event description:
Dr. Requested the misonix bone scalpel for procedure, rep only available by phone, silicone metal cover piece accidentally contaminated by scrub tech, per rep, handpiece was okay to use as long as dr. Aware of heat. Dr. Notified before use. During use a piece of the blade broke off into the scalp crevasse where they were trying to shave. Piece found and removed from field without harm to patient or procedure. Alternative device used, stryker drill.